Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during intracerebral vascular stent implantation and during removal from the dispenser hoop, the physician found part of the stent body of a 4mmx16mm enterprise2 (encr401612, 5708084) was in introducer (within standard) but the other part of the stent body was outside of introducer(abnormal situation). The physician didnt use the stent and switched to a new one to complete the procedure. There was no patient injury as the device was not clinically used. Additional information received confirmed that the stent prematurely detached (not intentionally initiated). No additional information is available. One non-sterile unit enterprise2 4mmx16mm was received inside of a pouch. The device was inspected, and it was noted that part of stent is outside of the introducer attached to the delivery wire, at this section (proximal section from introducer) the delivery wire can be observed with a damage condition. The introducer was found in good normal conditions. No other damages or anomalies were observed on the device. The stent could not be placed inside the introducer again. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5708084 the history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The complaint reported by the customer stent - deployment difficulty-premature/during removal from hoop was confirmed since during the analysis a part of the stent could be noted outside of the proximal section of the introducer attached to the delivery wire. However a damaged condition was observed on the delivery wire, this condition might appear to have been caused by handling, force and/or speed applied to the device at the removal from hoop, however, these cannot conclusively determine. The damage condition noted on the delivery wire and the partial deployment condition noted on the stent are related with the customers complaint. However, there is no evidence that this event is related to the manufacturing process. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process. Premature stent deployment /during removal from hoop is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device. The instructions for use (IFU) instructs to carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the delivery wire and introducer together to prevent stent movement. Remove the codman enterprise 2 vascular reconstruction device from the dispenser hoop. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that the handling of the device when being removed from the dispenser hoop may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during intracerebral vascular stent implantation and during removal from the dispenser hoop, the physician found part of the stent body of a 4mmx16mm enterprise2 (encr401612, 5708084) was in introducer (within standard) but the other part of the stent body was outside of introducer(abnormal situation). The physician didnt use the stent and switched to a new one to complete the procedure. There was no patient injury as the device was not clinically used. Additional information received confirmed that the stent prematurely detached (not intentionally initiated). No additional information is available. Based on the device analysis, the stent is partially detached.